Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was approximately 50-53 mg/dl. Customer consumed chocolate and carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.